Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump pressure was too high. This was discovered during a procedure with no patient harm.